Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 98 mg/dl at the time of the incident. The customer reported that the insulin pump was counting as soon as she hits the button to fil reservoir was a 300 units filled up to about 120 units. The customer was advised to check drive support cap and drive support cap was ok . The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime anomaly or unexpected max filled reached alarm anomaly noted. Motor passed motor test.